Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
The evaluation of the case logs indicated that the misplacement of the l2-r implant was due to a shift of the dynamic reference base (drb) while navigating implants. The case logs indicated that the system correctly detected and alerted the user of the potential drb shifts while navigating implants. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Additionally, it was reported by a globus medical representative that they noticed the user "was pulling skin, manipulating the patient to get the instruments through the skin incision." Patient anatomy moving relative to the drb can lead to navigational integrity issues and the misplacement of screws. Ultimately, the misplaced l2-r screw was removed and replaced under a new registration. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.